Event description:
(B)(4) (bone repositioning instrument) - breakage took place during surgery. Container (B)(4) came back in pieces.

Manufacturer narrative:
The device was investigated macroscopically using a stereo microscope, in order to determine if the observation is correctly and to investigate the root cause. The fracture surface shows marks of bending forces. No indication for torsion forces was found. A hardness test revealed the hardness of the device being slightly out of specification. This issue had not been reported prior to this case. Nevertheless, CAPA (B)(4) was raised to further investigate the root cause of this failure. Investigation revealed that strong bending forces during insertion (e.g. Due to using the instrument as a lever) have led to the breakage of the repositioning instrument. Further indications for material or manufacturing related problems were not found during investigation. Based on statistical evaluation no indication was found for any systematic device related issue.